Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the implantable cardioverter defibrillator exhibited an alert for high out of range high lead impedance. All electrical measured values were within range during in-clinic testing. No intervention was performed. The patient was in good state of health and would continue to be monitored.